Manufacturer narrative:
Information was received via user facility number (B)(4).

Event description:
It has been reported that following a total knee arthroplasty, the patient underwent debridement and revision of the polyethylene liner. The patient tested positive for infection.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records were reviewed with no anomalies or deviations being found. This device is used for treatment. The devices were reviewed for compatibility with the femoral component and the articular surface being found to be incompatible with each other. However, it is not believed that this would contribute to the infection. The primary and revision operative notes were provided for further review. The primary operative notes state the patient was indicated for this procedure for degenerative joint disease of the left knee. It was found that the synovium was thickened with hemosiderin joint fluid. The synovium was removed during the procedure and was sent for further pathological evaluation. It is unknown if these specimens were inflamed due to infection, rheumatoid arthritis, or chronic osteoarthritis. The cuts were made on the tibia and the femur with a bone plug being inserted to remove the bleeding. Trial reduction showed excellent flexion and extension with good stability. The patella was cut free hand and used a piecrusting technique, and then was able to track well. After the trial components were removed, 3 liters of irrigant was used to wash the knee. Permanent components were cemented into place using antibiotic and non-antibiotic symplex bone cement. After the cement cured, excess cement was removed and the tourniquet was let down. Hemostasis was obtained with electro cautery and there was no profuse bleeding and there was reported to be only 250cc of blood loss. The articular surface was snapped into place and reduced before closing the wound. The revision surgery was conducted for an infected left knee. The procedure was an irrigation and debridement with a polyethylene exchange. Per the package insert of the articular surface, infection is a known potential adverse effect of the tka procedure. But, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Therefore, the root cause of the infection cannot be determined at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the device found gouges along both the superior and inferior surface of the device as well as a small deformation of the central post. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.